Event description:
(B)(4). Initial information received from a nurse on (B)(6) 2008: a currently (B)(6) female received her first treatment with poly-l-lactic acid (sculptra) injections on (B)(6) 2006. (Lot number/expiration date not specified). She was injected with a total of 6 cc's (cubic centimeters,) of poly-l-lactic acid diluted with 4 milliliters (ml) sterile water and with 2 ml of lidocaine, injected to her bilateral temples, lower eyelids, nasolabial folds, chin, and cheeks. The patient reported that nodules, located at the left temple, began to form one month after her treatment, but she was not seen until (B)(6) 2007; at that time, the patient had three nodules, (size not specified,) and treatment, nos, was provided. The onset of the event was provided as approximately (B)(6) 2006. The consumer was seen again on (B)(6) 2008; at the 2008 visit, report indicated that the patient noticed the nodules approximately one month after receiving poly-l-lactic acid, but now feels they are growing. At the (B)(6) 2008 visit, the patient had at least fifteen visible nodules at the left temple, and five of the nodules were injected with 5 milligram (mg)/cc of triamcinolone acetonide (kenalog) intra lesionally. The event was ongoing at the time of this report. This report indicated that the poly-l-lactic acid was discontinued because of the event, date of discontinuation was (B)(6) 2006. (Report indicated that the poly-l-lactic acid was only used on (B)(6) 2006, and was not restarted.) No tests were done concerning the event. Concomitant medication and medical history were not provided. Patient has no known drug allergies. Causality assessment: report indicated that the event of nodules was considered related to the poly-l-lactic acid. No further medical information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects or damages detectable. Conclusion: no faults detectable. Additional information was received on (B)(4) 2008 from the u.s. Food and drug administration (reg. No. (B)(4)) as reported by the reporting physician; the FDA received the report on (B)(6) 2008, concerning an adverse event, nos, with sculptra, 6.0 cc, lot number unknown. The date of the event was reported as (B)(6) 2006. Report indicated "adverse event: yes; product problem: no". Adverse event was not specified. Report indicated that the device was not available for evaluation. No further new information reported. Additional information for this case was received from the office of the physician on (B)(6) 2008: the physician's worker provided information on the patient reported (above) to the FDA; the information confirmed the patient's birth date, treatment date and treatment amount. Patient initials provided. Indication provided as cosmetic. Report indicated that the patient had only one treatment in (B)(6) 2006 the date noted above, dose, 6ml, (full vial,) as above. "About a year later, she complained of nodules formation at the sites of injection: right lower orbital rim, left temple, bilateral nasolabial folds, bilateral marionette lines and her left cheek. Measurements were not noted but the nodules are of varying sizes and estimated to be up to one centimeter. The first intervention - (B)(6) 2008 triamcinolone 5 intra-lesionally 0.2 cc, 2nd intervention (B)(6) 2008 triamcinolone 3 for 13 nodules, 3rd intervention (B)(6) 2008, triamcinolone 5 for 10 nodules. As of (B)(6) 2008 there had been some improvement but new nodules were still appearing. The nodules at the left temple had resolved and others had decreased in size. Adverse event onset provided as (B)(6) 2007 (date patient seen in the office as noted above.) (Note above that patient dates event onset to have occurred during 2006.) Outcome was provided as "some improvement." Medical history provided as "none noted." Concomitant medications provided as "none." Additional information for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown,) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.